Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Date of event is an estimate.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and other non-malignant pain. It was reported that the spinal segment of the catheter was revised in 2005. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the spinal revision occurred on (B)(6) 2005. It was noted the details of the revision were not available as the previous healthcare provider had retired. The case of the revision was unknown.